Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es was off bus. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 6 and all cubies was off the bus. A field service engineer (fse) found no lights on the l board. The fse tested the drawer controller board, and the ohms seemed okay. After swapping the l board, the lights were restored, but the position of the drawer could not be programmed. The fse then swapped out the drawer controller board and programed the position to resolve the issue. The customer verified that the drawer was functioning correctly. The system functioned as intended after the field service engineer repaired the device.